Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a staple broke post-operatively. It was noted that the patient experienced a non-union and pain. No further details are known at this time.